Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event could not be confirmed. Bench testing and ate testing were performed and the device was found to be normal. The cause of the field event remains undetermined.

Event description:
It was reported that during an attempted implant, when the rv lead was connected there were high lead impedances and noise. Once the ICD was changed out all values were good.